Manufacturer narrative:
The batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that all units passed visual examination and functional testing. Log file analysis revealed that the batteries discharged as expected when in use. The reported event of power consumption could not be verified. However, power switching events were confirmed via review of the controller log files, which revealed several premature power switching events involving (B)(4). (B)(4) were not involved in premature power switching events. The most likely root cause of the reported power switching events can be attributed to communication anomalies between battery and controller. Per the instructions for use (IFU): the controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. (B)(4).

Event description:
A report was received that a patient's batteries were not lasting more than a few hours and were alternating from one port to the other when the batteries were still nearly full. The site reported that there was no obvious damage to the controller or battery pins. The site further reported that the event was not related to any controller alarms or pump stop events. The patient's six batteries were exchanged with no reported patient consequence. Controller log files were sent. A preliminary review of the controller log files revealed no evidence of battery-related alarms or double power disconnection. No further information has been provided.